Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that while participating in a charity event and operating a motorbike in support of cyclists, he began to feel unwell around noon and decided to return home. During the return, the patient encountered local law enforcement and was allowed to rest in a police vehicle to cool down due to the heat. While inside the vehicle, the patient experienced vomiting, prompting the police officer to contact emergency medical services (ems). Upon arrival, ems evaluated the patient and reported a cgm reading of 280 mg/dl and a fingerstick bg of 384 mg/dl. The patient stated that ems did not have insulin available, and the responding officer provided a novolog insulin pen, from which the patient self-administered 10 units until his condition improved. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.